Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while performing a field corrective action (fca), after placing additional kit, while upgrading software there was an error related to generator not okay. Referring to log file, it was observed that the voltage at ps1 was 5.02 v and so the site tried to adjust the value and make it around 5.20 but still problem remained same. Technical services (ts) advised to change the ps1, but that did not resolve the issue. Hence the site did not change ps1 board in system. It was determined by the site that it was likely a random issue such as the mobile view station (mvs) was updated and the image acquisition system (ias) was not updated and so it might have given error related to generator. The site went ahead with upgrading the software and found after ias update . System booted normal and the site was able to take 2d and 3d scan along with navigation interface. There was no patient present.